Manufacturer narrative:
(B)(4).

Event description:
It was reported to that the device delivered inappropriate therapy due to lead noise. Tachy therapy was turned off. Lead will be revised when device is changed out for normal eri.

Event description:
New information received indicated that the lead was capped and replaced.